Manufacturer narrative:
(B)(4). S/w version = 4.11d, retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the belt clip rail observed on (B)(6) 2021. The pump passed the displacement test but failed the self-test. The pump passed the keypad voltage test, however, there is a slight moisture on the keypad trace up button. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Pump error 63 alarms during testing. Pump error 63 (variable 3) was present in the history download on event date of (B)(6) 2022 09:38:37.000. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded end cap label damage, and cracked retainer. Intermittent unresponsive keypad was observed during analysis and confirmed due to moisture damage on the up button. Cosmetic damage was not confirmed at the belt clip rail, however, other damages and retainer ring were confirmed. Pump error 63 was confirmed due to broken trace at u1 pin 1 and pin 6 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump clip rails was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The device was returned for analysis.